Manufacturer narrative:
The pump was received and an investigation was performed to identify any possible malfunctions or deficiencies that could have played a roll in the reported femoral bleed. The pump was inspected and no abnormalities or deficiencies were noted. The device operated as intended with no issues.

Event description:
The complainant reported implanting an impella cp pump on a (B)(6) male patient on (B)(6) 2018. While inserting the repositioning sheath, physician found patient's groin "blowing up" with a femoral bleed present. Pressure was applied, pump explanted, femostop was administered, and a blood transfusion of approximately 1 to 2 units was completed. A vascular surgeon was consulted and agreed with treatment and no further intervention was performed.